Manufacturer narrative:
Product ID 3877, lot# serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there were impedances greater than 4,000 on electrode 0. The lead was replaced. There were no patient injuries or symptoms related to the event.

Manufacturer narrative:
Final device analysis of the lead revealed the following: the #6 and #7 conductors were broken at the distal edge of the #6 connector sleeve on the proximal end of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.